Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test. The customer's blood glucose at the time of the incident is unknown. Troubleshooting was not completed as the customer did not have new batteries to try. It was advised to clear the alarm and insert a new battery. The insulin pump will not be returned for analysis.